Manufacturer narrative:
The device was evaluated and the customer's allegation was confirmed. The evaluation found that due to wear of an angle wire, bending angle in up direction did not meet the standard value and the play of upward/downward angulation control knob (u/d knob) was out of the standard value. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: an abnormal sound was made due to damage on right/left angulation control knob (r/l knob); the adhesive around objective lens was peeled; suction cylinder was shaved; the plug unit had a crack and adhesive on bending section cover had a chip; there was corrosion on the airwater-cylinder and u/d knob; discoloration was found on the objective lens, plug unit, control unit and on the connecting tube. Scratches were found on plastic distal end cover, forceps elevator knob, r/l knob, protector of universal cord on suction-connector side, scope connector cover unit, forceps elevator, connecting tube, u/d knob, switch box, scope-cover, suction connector, universal cord, grip, control unit and on the flexibility adjustment ring. As per device evaluation, foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The customer had cleaned, disinfected and sterilized the device before sent it to olympus. There was delay in the start of precleaning. Customer had flushed the air/water nozzle with water and air. Customer had immersed the endoscope in the detergent solution. Customer had wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges and also had flushed the air/water nozzle with the detergent solution. According to the customer there were no abnormalities in the accessories used for reprocessing. Customer did not provide any idea about the foreign material. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had bad angle. There were no reports of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found there was a foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.